Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient underwent a l5-s plif to treat degenerative lumbar spondylolisthesis. An x-ray that was taken after f inal tightening though for compression following the placement of one cage and rod. A mild crack was revealed on the left s1 endplate which made the cage tilt. There were no abnormalities found on the other x-ray taken immediately after the cage placement. The surgeon was not able to adjust the position, so he completed his procedure leaving the cage tilted. The surgeon suspected that the design of the cage might have contributed to the event as he "had not faced the kind of the event in his long plif experience".